Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold and low sensing. This lead was retracted and found a different spot with good sensing and thresholds. Additional information indicated that there was a loss of slack in the lead. The patient also had low ejection fraction. The physician opted to do lead revision. The lead remains in service. No additional adverse patient effects were reported.